Event description:
It was reported that during a laparoscopic hysterectomy procedure, the tissue pad broke in half and fell into the patient. The pad was removed laparoscopically and the procedure was not altered. Another device was used to complete the procedure. No adverse consequences reported. One device will be returned. No other details are available.

Manufacturer narrative:
(B)(4): added additional information. The device was returned with the tissue pad melted and partially detached (not completed detached).the device was connected to a test handpiece and generator and the device did activate during functional testing.probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between the blade and tissue pad; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.